Manufacturer narrative:
Reporter is synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a routine incoming inspection, it was observed that the plate cutter was missing a piece. There was no patient involvement. This report is for one (1) plate cutter for 1.3 mm/1.5 mm and 2.0 mm plates. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Plate cutter for 1.3mm/1.5mm and 2.0mm plates was received. Upon visual inspection, it is noticed that the device is missing components, plate holders (removable silicone insert). Thus, the reported complaint is confirmed. The remaining portions of the device shows minimal wear consistent with the usage of the device. No other damage was observed. No design issues or discrepancies were found during this investigation. Visual inspection, and document/ specification review was performed. It is noticed that the device is missing components, plate holders. Thus, the complaint is confirmed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot, part number: 03.130.271, lot number: t127717, manufacturing site: tuttlingen, release to warehouse date: 19-feb-2016. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.